Event description:
The device became clogged not allowing tenaculum to place through device to continue morcellating the uterus. New device opened and procedure completed. No harm to the patient.what was the original intended procedure?morcellating of uterus.device #1is this a laboratory device or laboratory test?no.